Event description:
This notification was opened for review due to the manufacturer received information alleging a trilogy evo "service required" alarm condition occurred while in patient use. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the customers complaint of "service required" was not duplicated during an operational check. Error code e-59 indicating "battery_not_charging_fault" was recorded in the event log and that it was a malfunction regarding charging of the detachable battery. Since it is believed that a malfunction temporarily occurred on the power control system or detachable battery, the system board and detachable battery were replaced. The technician performed final test, battery check, valve check, run in tests and cleaning then confirmed the unit operated properly. The software version was checked. (1.06.10.00).